Event description:
During baxter's functional testing of a spectrum pump, the device alarmed system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by a failed input/output printed circuit board. The input/output circuit board was replaced.